Manufacturer narrative:
Based on the info, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has received medical records and investigations are pending. The device was not returned to the MFR for analysis. A supplement medwatch report will be submitted upon completion of the clinical and plant investigation.

Event description:
The pt was admitted on (B)(6) 2014 due to fluid overload and hypertension. There was no reportable device malfunction, no issue pertaining to infection or issues with the catheter. The nurse stated the pt continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy while in the hospital, thus no treatments were missed. The pt was discharged from the hospital on (B)(6) 2014, and the pt's signs and symptoms of fluid volume overload resolved. As of (B)(6) 2014 the pt continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.